Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Analysis of the device memory indicated the criteria for the rv, lead integrity alert (lia) were met, the impedance on the rv pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/ sensing integrity counter (sic). Analyst commented, 16 non-sustained tachycardia episodes with v-v intervals less than 220 milliseconds from (B)(6) 2016; 19550 ventricular sic since last session 44 days ago. Lead failure predictor triggered on (B)(6) 2016 for lead impedance and ventricular sic. Rv pace impedance steady at approximately 394 ohms through (B)(6) 2016, rises to greater than 1000 ohms by (B)(6) 2016.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high non-sustained ventricular tachycardia (ns-vt) episodes, high impedance, and high sensing integrity counter (sic). Review of lead data revealed noise, and lead integrity alert (lia) conditions met due to high sic and abnormal impedance. It was also reported that review of lead data revealed multiple episodes of fast (ns-vt). The rv lead remains in use. No patient complications have been reported as a result of this event.